Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most proximal stent row were slightly flared outwards from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands and the tip were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 100% stenosed, totally occluded target lesion was located in the moderately calcified right coronary artery. After a 6fr guide catheter was advanced, a 0.014 guidewire crossed the lesion. Then a 38mmx3.50mm promus premier¿ drug eluting stent was advanced but resistance was encountered. The stent delivery system was removed and it was noted that the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 100% stenosed, totally occluded target lesion was located in the moderately calcified right coronary artery. After a 6fr guide catheter was advanced, a 0.014 guidewire crossed the lesion. Then a 38mmx3.50mm promus premier&#10244;rug eluting stent was advanced but resistance was encountered. The stent delivery system was removed and it was noted that the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.